Event description:
Procedure type: varicose vein. According to the reporter: balloon burst during dissection. Important note: case still completed with device trocar and no replacement needed, however, explanation is needed to why it broke. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).